Manufacturer narrative:
Additional manufacturer narrative : stenosis of an implanted valve may be a manifestation of structural valve deterioration. Structural valve deterioration (svd), a common reason for reoperation, can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that six (6) years, six (6) months post-implantation of this bioprosthetic mitral heart valve into the tricuspid position, a 26mm transcatheter valve was implanted (valve-in-valve) due to tricuspid stenosis, secondary to degeneration. There were no reported complications.

Manufacturer narrative:
Based on the information received the cause of the event cannot be conclusively determined; however, patient factors may have contributed to the event.